Manufacturer narrative:
This case has been reviewed and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because medical intervention and sometimes surgical intervention is needed to remove the catheter and thus to prevent serious injury. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: "market country: (B)(6). Complaint description: non-deflation in use was noted. The medical staff used the needle to stab along the catheter shaft as to have the balloon ruptured. No harm or injury to pt."